Event description:
It was reported by a medical professional that a vns patient went to the ER for an unknown reason. No additional relevant information has been received to-date.

Event description:
Follow-up with the healthcare provider revealed that the patient went to the ER for an increase in seizures reported at 10-20 per day. The patient was given dilantin and clonazepam in the ER and was assessed overnight but was not admitted. No known surgical intervention has occurred to-date. It was later reported by the healthcare provider that the patient's device was successfully interrogated at the neurology clinic visit. No additional relevant information has been received to date.

Event description:
It was reported by the healthcare professional that systems diagnostics were performed on (B)(6) 2015, however the results were not provided.